Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient had experienced redness, swelling and irritation at the pod infusion site. The patient was wearing a pod on the opposite leg as the infection site when they had gone to their physician. The patient had gone to their primary care physician and was diagnosed with cellulitis. The patient was prescribed keflex to be applied at the infection site 2 times daily for 7 days.